Manufacturer narrative:
Results of investigation: vyaire medical was not able to confirm the issue. A visual examination of the device solenoid printed circuit board assembly (pcba) revealed no signs of physical damage. After installing the pcba into a good known unit, it was powered on and supplied with wall aire and oxygen. Using a known good test circuit, the monitored flow output is within the expected flow output. The unit was then left to cycle in nasal continuous positive airway pressure (ncpap) mode for two hours, and no lack of pressure/flow output was detected. As only the pcba was returned, it is unknown whether all pneumatic pathways were properly configured. Root cause of failure was not reproducible. No performance issues were found, and the reported issue was not reproduced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer completed a user check and there is no pressure, adjusted the recommended setting and still no pressure until the dial is turned up past 8 and the pressure returns, the valve sensor pcb was found to be defective. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the infant flow sipap is having a strange noise and the ncpap pressure fault needed excessive level to register. The customer confirmed that there is no patient involvement associated with this reported event.